Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: cardiac tamponade after right ventricular perforation caused by screw-in lead, 2016. International journal of angiology. 2016; vol. 25 no. 5/2016.

Event description:
A journal article was reviewed which contained information regarding a right ventricular (rv) lead. It was reported the patient was admitted to the hospital after syncope followed with chest pain and signs of cardiac tamponade. Due to pacing failure, transthoracic echocardiography (tte) confirmed a pericardial effusion, and urgent pericardial drainage was performed. Right ventricular perforation was verified by multislice computed tomography. The rv lead was extracted under fluoroscopy and bedside tte monitoring in the operating room with cardiothoracic surgery backup, and a new rv lead was implanted. The location of the rv lead is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.